Event description:
A malfunction alarm was reported, identified with the code malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions, assisted the caller with resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reoccurred.